Event description:
On (B)(6) 2012, the patient stated that during the load step the pump dispenses insulin from the tubing. She said that it occurs when she gets as much insulin in the cartridge as possible. She says if she does not fill the cartridge all the way the pump does not dispense insulin from the tubing during the load step and she has to prime more than 18 units. This complaint is being reported because the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal patient use observed in the black box or download history. There were no "pump not primed" warnings or "cartridge detected" warnings observed in the black box history. There was no data in the black box from the time of the reported prime issue due to continued patient use. The rewind, prime and load steps were successfully performed on the pump with no alarms. A loss of prime was induced and the pump emitted the appropriate audible and visual alert. A force sensor calibration test confirmed the sensor was detecting correct force. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Recall #2531779-03/24/2010/003-r.the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.